Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient received radio frequency ablation via the 360 express balloon catheter according to standard protocol on (B)(6) 2016. No unusual findings endoscopically prior to catheter intubation, during the treatment session, or after the treatment session were noted. Nothing unusual about the procedure was noted. The patient had no complains at discharge. Standard phone contact two weeks after procedure on (B)(6) 2016 revealed no complaints. The office attempted to contact the patient on (B)(6) 2016 to schedule the next endoscopy, at which time they were notified of the patients death, which had occurred on (B)(6) 2016. The office reported the death to the (B)(4) on (B)(6) 2016 and to medtronic on (B)(6) 2016. After an investigation, the cause of death was determined to be non-natural cause, suspicion of suicide.? The physician does not feel that the death was related to the radio frequency ablation procedure or endoscopy.